Manufacturer narrative:
Updated information: h6 component code changed to g07003. The investigation for the patient-device interaction/peripheral arterial ischemia/hematuria has been completed. The cause of the injury was not determined due to insufficient clinical details. The investigation for the temporary pump stop has been completed. The cause of temporary pump stop issue was not determined due to no product/logs being returned for the investigation and with insufficient clinical details.

Manufacturer narrative:
`Complaint coding was updated to better reflect the reported event. As a result h6 health effect-clinical/impact and medical device problem coding were updated, corrected accordingly.

Event description:
During ongoing impella cp support, two pump stoppage alarms were reported. Prior to both events, no changes in purge flow or purge pressure were noted. At the time of the first pump stoppage alarm, the clinical team immediately exchanged the console and purge cassette, after which the impella cp was successfully restarted. During the period of interruption, the patient required an increase in vasopressor support, which was subsequently weaned back to baseline following restoration of support. Later that morning, a second pump stoppage alarm occurred, again without preceding changes in purge parameters. The console was switched to an automated impella controller (aic), and support was successfully resumed. The patient was noted to have reddish urine on (B)(6) 2026, which, per staff report, there was an issue with foley catheter manipulation. It was noted with this reported event that the impella cp had been in place since (B)(6) 2026, and the patient was subsequently bridged to an impella 5.5 device.

Manufacturer narrative:
B1: added product problem b5: added updated clinical review d6b: added the explant date h6: added e1302 and a141204.

Manufacturer narrative:
F2301 removed from h6. The investigation is still ongoing.

Event description:
An impella cp device was inserted via the left femoral percutaneous arterial access in a 73-year-old male patient for the indication of acute myocardial infarction complicated by cardiogenic shock, presenting in society for cardiovascular angiography and interventions (scai) stage c. The patient¿s comorbidities were not reported. During impella cp support, the patient developed loss of distal perfusion in the affected lower extremity. In response, a distal perfusion catheter was inserted to restore blood flow. The reported limb ischemia requiring distal perfusion catheter placement is consistent with known risks associated with large-bore femoral arterial access and mechanical circulatory support in the setting of cardiogenic shock. The post-procedure outcome was not reported.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.